Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported hypoglycemic event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: ap3a. 240905.015.a2. G998usqsjhzaa. Hardware: sm-g998u. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that when patient gets low, the system will give her insulin even though that is not the target that she has on her settings. Additionally, the patient reported that in some cases they will not get any insulin delivered when needed. Blood glucose level was reported to be 53 mg/dl. Medical assistance was not sought, as a result of this event.

Manufacturer narrative:
Physical device was not returned for analysis. Cloud data from the user for the period of (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of automated basal insulin as estimated glucose values decreased towards and below the user's target and resumed delivery of microboluses as estimated glucose values began increasing for several cycles. No instances of the automated algorithm delivering microboluses while estimated glucose values were below 60 mg/dl were observed. No evidence of an overdelivery of insulin or of any issues with the automated algorithm were observed in the available cloud data.